Event description:
On (B)(6) 2011, a diabetic educator contacted lifescan (lfs) on behalf of her patient and the patient's mother alleging that the patient's onetouch ping meter was reading inaccurately low compared to another meter. The (B)(4) was unable to reach the lay user/patient's mother by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The date/time when the alleged issue began is not known. According to the csr's documentation, the patient was in the hospital due to an unspecified infusion site issue with her insulin pump. During the patient's time in the hospital (date/time not specified), the patient reportedly obtained blood glucose results of "176mg/dl" with the subject meter and "283mg/dl" with the hospital's (precision) meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known what action the patient took in response to the reported meter issue. According to the csr's documentation, the reporter denied the patient developed any symptoms as a result of the alleged issue and also denied the patient received any form of medical intervention/treatment after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Control solution was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The reporter denied the patient developed any symptoms because of the alleged meter issue. The patient also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
The 510(k) # is k082590.